Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1401 captures the reportable event of balloon deflation. Imdrf device code a010402 captures the reportable event of balloon migration.

Event description:
It was reported to boston scientific corporation that an obera balloon was implanted in the stomach on (B)(6) 2022, without any patient complications. On (B)(6) 2023, during the planned removal, the endoscope was inserted into the stomach and it was noted that no intragastric balloon was visible. A CT scan was performed on october 11, 2023, and concluded there was no evidence of a retained balloon. There were no patient complications reported as a result of this event. It was reported that the patient was compliant with the diet and lifestyle requirements. The patient's starting weight and bmi was 220 lbs and 81, respectively. The patient's weight and bmi at the time of the removal procedure was 226 lbs and 84, respectively. Note: it was reported that methylene blue was added to the orbera balloon when filling it. The orbera365 intragastric balloon system directions for use (dfu) states "the igb is placed in the stomach and filled with sterile saline." Additionally, it was reported that the balloon was implanted on (B)(6) 2022 and the removal procedure was on (B)(6)2023. The orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1401 captures the reportable event of balloon deflation. Imdrf device code a010402 captures the reportable event of balloon migration. Block h10: corrected content previously provided in block a4 and block d4.

Event description:
It was reported to boston scientific corporation that an obera balloon was implanted in the stomach on (B)(6) 2022, without any patient complications. On (B)(6) 2023, during the planned removal, the endoscope was inserted into the stomach and it was noted that no intragastric balloon was visible. A CT scan was performed on (B)(6) 2023, and concluded there was no evidence of a retained balloon. There were no patient complications reported as a result of this event. It was reported that the patient was compliant with the diet and lifestyle requirements. The patient's starting weight and bmi was 220 kg and 81, respectively. The patient's weight and bmi at the time of the removal procedure was 226 kg and 84, respectively. Note: it was reported that methylene blue was added to the orbera balloon when filling it. The orbera365 intragastric balloon system directions for use (dfu) states "the igb is placed in the stomach and filled with sterile saline." Additionally, it was reported that the balloon was implanted on (B)(6) 2022 and the removal procedure was on (B)(6) 2023. The orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier.